Manufacturer narrative:
D9: product received date 11/7/2024. H3: one device was returned for repair with complaint of cassette sensor defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No event history related to the current complaint. Visual/functional testing was performed. Found air bubble in upstream occlusion (uso) seal, cracked downstream occlusion (dso) seal, and damaged air in line detector. The complaint of cassette sensor defective was not confirmed through disposable test or downstream occlusion test. Probable cause of complaint was unknown.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The fault was found during testing. There was no patient involvement.